Event description:
Complaint was reported as the following: complaint alleges that nebulizer cup leaked during breathing treatments. No pt injury reported.

Manufacturer narrative:
Unk if sample is available for eval, therefore, investigation is incomplete. A f/u investigation report will be sent when completed.